Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading at the time of the call was 141mg/dl. Troubleshooting was performed. The customer stated being under stress and the device was not functioning. The infusion set was changed a day prior to his admission and it found that the cannula was bent. The programming and the settings appeared to be correct. Ran a fixed prime and the insulin exited. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.